Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events thirteen years and eight months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, perforation of filter strut(s) outside the ivc, ant tilt. The patient is worried that the filter will fracture and travel to the heart. The information contained in the patient¿s medical records state that the patient failed therapy and had findings of deep venous thrombosis and pulmonary embolism. The patient was explained the risks and benefits of the ivc filter placement and the patient agreed to proceed. During the implant procedure, the right common femoral vein was accessed and a 0.018 wire was advanced. The needle was then exchanged for a 4-french micro sheath and a 0.035 j wire was advanced up the iliofemoral iliac segment into the inferior vena cava. A french introducer sheath was advanced into the iliac bifurcation. The trapease filter was deployed just below the confluence of the renal veins. A CT scan of the patient¿s abdomen performed thirteen years and eight months post implantation noted the filter¿s proximal tip just at the margin of the renal vein junction of the ivc. There was questionable erosion of two of the anterior prongs through the anterior vessel wall. Six prongs were confirmed to have perforated the ivc. The filter was also confirmed to have tilted.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient failed coagulation therapy and had deep venous thrombosis and pulmonary embolism. The trapease filter was deployed just below the confluence of the renal veins. The filter subsequently malfunctioned and caused injury and damage, including, but not limited to perforation and tilt, that caused injury and damage to the patient. Per the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, perforation of filter strut(s) outside the ivc, ant tilt. The patient is worried that the filter will fracture and travel to the heart. A CT scan done thirteen years and eight months post implantation noted the filter¿s proximal tip just at the margin of the renal vein junction of the ivc. There was questionable erosion of two of the anterior prongs through the anterior vessel wall. Six prongs were confirmed to have perforated the ivc. The filter was also confirmed to have tilted. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.